Manufacturer narrative:
(B)(4). The initial reporter's complete address is (B)(6)/ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2008 whereby a ¿ gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh folded, mesh infection, mesh removal, additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2008 including surgical records for cesarean section and laparoscopic cholecystectomy were not provided. (B)(6) 2008: (B)(6). [Illegible signature]. Emergency room visit. Abdominal pain x 2 hours, sudden spontaneous onset, sharp, stabbing epigastric pain. Nausea, vomiting, diarrhea. Exam: ill appearing, moderated distress, pallor, membranes dry, bowel sounds decreased, tender epigastric and periumbilical. Never smoker, no alcohol. Review of systems: chills, sweats, loss of appetite. Wbc 20.6. Impression: abdominal pain, incarcerated incisional hernia. Admit . (B)(6) 2008: (B)(6). [Illegible signature]. History and physical. Sudden onset abdominal pain after chasing cats. History: umbilical hernia, previous c-section, asthma, obesity 316 lbs. Exam: pain mid abdomen, purplish ¿ deep [illegible]. Impression: acute incisional hernia, emergency repair with mesh if [illegible], possible bowel resection, colostomy. Risks, benefits, alternatives discussed and she consents to proceed . (B)(6) 2008: (B)(6), md. Operative report. Preoperative diagnosis: incarcerated incisional hernia, macerated umbilicus, morbid obesity. Postoperative diagnosis: incarcerated incisional hernia, macerated umbilicus, morbid obesity. Procedure: mesh repair of incisional hernia with umbilectomy. Anesthesia: general ett [endotracheal tube]. Estimated blood loss: 100 cc. Complications: none. Specimen: macerated umbilicus, hernia sac and incarcerated omentum portion. Indications for procedure: 37-year-old white female with acute onset of epigastric pain after chasing cats. She has a 1-years history of a hernia, which has been reducible, at the upper end of her c-section incision, which extends above the midline. She has also had a laparoscopic cholecystectomy with a periumbilical incision. Patient had nausea and vomiting x once. Hernia was not reducible in the emergency room. She had a tender purplish mass with discoloration of the skin at the hernia site. White blood cell count was 20,000. Obstructive series showed some early obstruction versus ileus. Findings: hernia defect was approximately 3 cm across with a 12 cm mass of omentum incarcerated. There was 1 mass of tissue that reduced prior to being able to open the sac. Transverse colon was just below the area of the sac and was of normal appearance. Small bowel was mildly distended. There were adhesions to the undersurface of the previous incision. Umbilical skin was quite macerated and discolored and was excised to try to avoid contamination of the mesh. Procedure: ¿patient was brought to the operating room, placed in the supine position, placed under general endotracheal anesthesia. Nasogastric tube and foley urinary catheter were placed. She was prepped and draped in the usual fashion including sterile ioban. The area of the umbilicus was ellipsed sharply and carefully excised. Area of the hernia mass and subcutaneous tissues was dissected free using electrocautery and mayo scissor dissection. The junction with the fascia was carefully cleared with similar dissection. A small amount of reduction of the mass was palpable when this lower dissection was taken care of. The hernia sac was opened and the omentum carefully dissected free from the trabeculated sac. The uppermost portion had clotted veins and did not appear viable and was resected ligating with multiple ties of 0 chromic. The incision was opened approximately 1 ½ cm in each direction using electrocautery and curved mayo scissors. The omentum was then elevated inspecting the transverse colon and then the small bowel. The omentum was then carefully replaced into the abdomen. The wound was irrigated with normal saline solution and suctioned free with a poule tip. Subcutaneous tracts for sutures to hold the mesh were placed inferiorly, superiorly, and on both lateral sides using curved mayo dissection. Hemostasis was obtained using electrocautery and 0 chromic sides using curved mayo dissection. Hemostasis was obtained using electrocautery and 0 chromic ligatures. The mesh chosen was a 19 x 15 gore-tex dualmesh. This allowed more than 5 cm overlap on each side. The mesh was anchored in its subfascial location with interrupted sutures of 0 vicryl at the 4 cardinal points. In between, the slat tacker was used to place helical titanium tacks at least every cm to prevent any bowel from getting under the edge of the mesh while it was healing. Smooth side was placed toward the peritoneum and then the rough side of the mesh towards the muscle and fascia. The final corner of the mesh attachment was performed with #1 prolene sutures. Wound was irrigated with normal saline solution and the previously opened areas superiorly, inferior of the fascia were re-closed with #1 prolene and subcutaneous drain of jackson-pratt 3/16 inch was passed via separate stab incision where it was anchored with a 3-0 nylon. Running 3-0 vicryl was used to close the subcutaneous space followed by steel surgical staples. Betadine ointment and sterile gauze dressing were placed. She was returned to the ICU to recover .¿ (B)(6) 2008: (B)(6). Implant record. 15.0 cm x 19.0 cm dualmesh oval; ref 1dlmc04; lot #05500807 . The records confirm a gore® dualmesh® biomaterial (1dlmc04/05500807) was implanted during the procedure. (B)(6) 2008: (B)(6), md; (B)(6), md. Pathology report. Specimen #: t08-491. Specimen: hernia sac and incarcerated omentum. Pre-operative diagnosis: incarcerated hernia incisional. Post operative diagnosis: same. Gross description: the specimen is received in formalin, labeled ¿hernia sac and incarcerated omentum.¿ it consists of two fragments. The first is an elliptical tan wrinkled skin fragment measuring up to 11 x 3 x 7.5 cm in depth. Centrally located on the surface of the skin is a pouch-like wrinkled area measuring up to 3 cm in length and 2 cm in width. Sectioning through this area reveals it to measure up to 5 cm in depth. This fragment is sectioned and representatively submitted in a1 through a3. Also present in the container is a sheet-like portion of yellow lobulated omentum measuring up to 10 x 5 x 1.5 cm. Sectioning through this fragment reveals a yellow glistening soft cut surface. No lesions are identified grossly. Representative sections of this fragment are submitted in a4 and a5. Final diagnosis: hernia sac and incarcerated omentum: 1) benign skin and abdominal wall, showing fibrosis, chronic inflammation and mesothelial hyperplasia, consistent with incisional hernia sac. 2) benign adipose tissue, consistent with omentum . (B)(6) 2008: (B)(6), md. Discharge summary. Discharge diagnoses: acute incarceration of incisional hernia. Macerated umbilicus. Morbid obesity. Procedure: mesh repair of incisional hernia, umbilectomy. Hospital course: patient was admitted and immediately prepared for emergency surgery with an acute incarceration of incisional hernia near the umbilicus. She had a 12 x 10 cm incarcerated mass and the umbilicus was purple with macerations and some minimal discharge. In the operating room, the umbilicus was ellipsed out in making the midline incision again. This was done en bloc and excised off of the hernia, hernia was not felt to be contaminated and was repaired with a gore-tex dualmesh 19 x 15 cm. Postoperatively was quite comfortable, had elevated white count at 26,500. No evidence of small bowel obstruction. Ng [nasogastric tube] was used initially for the incarceration. A jackson pratt subcutaneous drain was also placed. First postoperative day, no nausea, vomiting, little appetite, serosanguineous drainage was found on the jackson pratt drain, wbc dropped to 19,000. She was placed on some clear liquids and continued to observe. Second postoperative day, feeling better, eating better. Discharged with jackson pratt drain, taught care. Discharge instructions: limited to 15 pounds lifting, no driving, regular diet, cannot shower until day after drain is out . Records between (B)(6) 2008 and (B)(6) 2012 were not provided. (B)(6) 2012: (B)(6), md. Office notes. Nonhealing wound with drainage from umbilical area for last 6 months duration. Of significance is that patient underwent an incarcerated incisional hernia back on (B)(6) 2008 by dr. (B)(6). At that time, she had a macerated umbilicus. She still is morbidly obese and she had incarcerated omentum. A patch graft was placed which was 19 x 15 cm gore-tex dual mesh was used. She did have a course of bactrim ds and then a course of cipro for 10 days, which has since been completed. History: asthma, some bleeding disorder/clots, c-section, umbilicus removed with the umbilical hernia surgery in (B)(6) of 2008. Medications: aspirin. Exam: abdomen is extremely morbidly obese. There is a well-healed low midline scar which extends through the area of the umbilicus. In the middle where her umbilicus would be there is a draining abscess with purulent discharge, no significant cellulitis around it. Some of this fluid was sent for culture and sensitivity. The abscess seems to be more within the deeper subcutaneous tissue tracking towards the outside. There does not appear to be a lot of tenderness. Impression: my suspicion is probably more of a stitch abscess rather than an infection that is related to the patch itself, although certainly a patch abscess with a draining sinus to the skin cannot be rule out at this time. I am also concerned that the patient has waited six months before having this evaluated since even a stitch abscess could also make its way down to the patch and secondarily infect the patch which would be quite a severe problem. Plan: at this point I would recommend exploring this area to hopefully find a stitch that could be removed and leaving this wound open. If it seems like the patch is involved, perhaps the patch can be either debrided or drained and treated with longer term antibiotics prior to having to actually remove the patch which would be a quite extensive surgery. Risks including bleeding, infection, scar, numbness, recurrent abscess, infection that is involving the patch. Risk of anesthesia planned under at least local mac anesthesia, possible general, have all been discussed with the patient who is agreeable and consent obtained. This will be planned on a same-day surgery basis in the near future. The patient is still quite morbidly obese. Her abdominal wall is 3-4 inches thick prior to getting to the fascia . (B)(6) 2012: [missing record: a culture report detailing analysis of the specimens collected during the (B)(6) 2012 procedure was not provided.] (B)(6) 2012: (B)(6), md. Operative report. First assist: (B)(6), rn fa. Preoperative diagnosis: stitch abscess, rule out infected graft. Postoperative diagnosis: infected graft. Procedure: laparotomy with excision of infected graft and primary repair of recurrent ventral hernia. Anesthesia: local mac and then general endotracheal anesthesia. Estimated blood loss: minimal. Specimen: culture and sensitivity, granulation tissue and previous patch graft. Drains: blake drain x1 just deep to the fascial in the location where the previous patch had been. Findings: infected patch deep to the fascia. Condition: good to recovery. Indications for procedure: this patient is a 41-year-old white female who had undergone repair of an incarcerated ventral hernia with patch graft by dr. (B)(6) and had developed a draining sinus of her abdominal wall for the past six months with seropurulent drainage. Patient has remained extremely morbidly obese. Patient now here for evaluation. It was expected that the patient at least had a stitch abscess but it could not be predetermined whether there was any infection involving the patch graft. Procedure: ¿patient was identified and placed supine on the operating table, placed under sedation by anesthesia. Venodyne boots were placed and the abdomen was widely clipped, prepped and draped in usual sterile. Time out was held. An elliptical incision was marked out around this draining fistula in the mid abdomen. Her umbilicus had been removed and the skin and subcutaneous tissue around this area was infiltrated with 1% xylocaine solution. There was some seropurulent drainage from this fistula opening and this was sent for culture and sensitivity. Initial attempts with just placing a hemostat down this fistulous tract it was quite deep. It was noted that it was probably at the level of the fascial which is approximately 5-6 cm deep. I could not just easily feel a stitch to be removed. There was some hypertrophic granulation tissue. This fistulous tract was therefore injected with a half solution of methylene blue and normal saline solution. The area around it had already been anesthetized with local anesthetic and an elliptical incision was made to remove the fistulous tract through skin and subcutaneous tissue using a 15-blade scalpel. Hemostasis was obtained using bovie. Incision was carried down along this fistulous tract and after it was about 3-4 cm deep fistulous tract was resected. Upon probing this area it was realized that there was an opening in the fascia which was approximately 1-1.5 cm across and this fistulous tract extended right onto the previous gore-tex patch graft. The patient previous had a 19 x 14 gore-tex dual mesh placed. With the recognition that this was involving the entire central portion of the patch graft the patient was placed under general anesthesia with endotracheal intubation. The skin and subcutaneous tissue bilateral to the already existing incision was injected with 1% xylocaine solution and the incision was extended bilaterally using a 10-blade scalpel. Hemostasis was obtained using bovie. The incision was carried down through again a large amount of subcutaneous tissue on either side and the fascia was incised bilaterally in order to gain access to the underlying patch which now could be visualized and grasped with a kelly clamp. There was a lot of hypertrophic granulation tissue and infected peritoneal type encasement of this patch. A lot of this was removed with a kelly clamp and later with some curettes. The gore-tex patch graft was grasped and carefully dissected free from the surrounding structures. Some of it lifted right off because there was obvious infection that was involving the patch. There were multiple pro tacks which are the coiled metal tacks. At least 10 of these were actually removed as the patch was removed with multiple other ones that came out with the patch. It was noted that the patch had been folded up on itself in many areas. Careful dissection was used in order to make sure that bowel was not entered. There appeared to be this granulation tissue and scar tissue on the peritoneal cavity side of the patch again carefully dissected off and this was then also removed off the fascia. The entire patch was removed. At no point was bowel entered. There was some small bowel noted in the more upper abdomen. There was some opening into the peritoneal cavity in the entire upper area. The lower area still had a lot of scar tissue. This was copiously irrigated and suctioned dry. Some obviously infected fascia was excised using a mayo scissors and bovie. Along the way there were multiple prolene sutures that were also removed. He wound was copiously irrigated and suctioned dry. The infection appeared to have been involving the area from this posterior granulation tissue anterior to patch graft and it was not intra-abdominally. The fascia could be primarily closed without too much undo tension. A blake drain was cut to size and placed subfascially and brought out through a right lateral separate stab wound incision and sutured to the skin using a 2-0 nylon suture. Meticulous hemostasis was obtained using bovie and the wound copiously irrigated and suctioned dry. Gloves were changed prior to closure. The fascia was then reapproximated anterior to the blake drain using interrupted figure-of-8 sutures of #1 pds. The wound was copiously irrigated between layer of closure. Subcutaneous tissue was closed using interrupted sutures of 3-0 vicryl and the skin was closed loosely using skin staples and the subcutaneous tissue was packed open between the staples using 1-inch plain nu gauze. The drain was placed to self-bulb suction and a sterile fluff compressive dressing was applied to the wound. Sponge, needle and instrument counts were correct at the end of the case and patient was brought to recovery room in good condition having tolerated the procedure well .¿ (B)(6) 2012: (B)(6). Culture. Diagnosis: abdominal wall abscess. Smear gram result: no organisms seen. Specimen: abdominal wall abscess; granulation tissue deep into graft. Culture source: granulation tissue deep to graft. Result: anaerobic gram-positive rod ¿ slow growing, insufficient growth for identification, no further workup needed . (B)(6) 2012: (B)(6). Marguerite salam host. Pathology report. Accession #: ts2012-000137. Final diagnosis: a) soft tissue, abdominal, wall fistula tract, excision: fistula tract with granulation tissue and inflammation. Foreign body reaction. Negative for malignancy. B) soft tissue, granulation tissue deep to graft, excision: granulation tissue. Negative for malignancy. C) soft tissue, abdominal wall, removal of mesh: mesh (medical-surgical hardware). Source: a) fistula, abdominal wall. B) tissue, granulation tissue deep to graft-removal. C) foreign body, abdominal wall mesh-removal. Preoperative diagnosis: draining abdominal wall abscess. Postoperative diagnosis: infected abdominal mesh. Gross description: a) the specimen is labeled abdominal wall fistula tract. Received in formalin is a 3 x 2 x 1 cm portion of fatty tan tissue with a [illegible] 1 cm portion of tan firm tissue attached. The subcutaneous tissue has a firm fibrotic appearance. Cross section tissue reveals a fistula [illegible rest of sentence due to poor copy quality] submitted in two cassettes designated: a1 ¿ one-half of fistula; a2 ¿ opposite half of fistula. B) the specimen is labeled granulation tissue, deep to graft. Received in formalin are multiple fragments of brown to yellow soft tissue measuring 2 x 1.5 cm in aggregate. Tissue is entirely submitted in one cassette. C) the specimen is labeled abdominal wall mesh. Received in formalin is an irregular 14 x 9 cm portion of surgical mesh with multiple rivets in place. This is a gross only specimen. Microscopic description: a) performed. B) performed. C) not performed . A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: [facility ni]. (B)(6) . Office notes. Pain in left flank. Impression/plan: pyelonephritis, positive urinalysis. Prescribed bactrim [antibiotic]. (B)(6) 2011: [facility ni]. (B)(6) . Office notes. Draining abscess of abdomen x [sic] weeks. Exam: small draining wound of abdomen with purulent appearing drainage. Plan: wound culture collected. Prescribed bactrim [antibiotic], bactroban [antibiotic] ointment for 10 days. Follow up as needed. (B)(6) 2011: pennant laboratory services. Microbiology. Specimen: abdomen. Result: light growth staphylococcus haemolyticus. (B)(6) 2012: [facility ni]. (B)(6) . Office notes. Draining wound at site of old surgical scar (abdomen) despite recent antibiotic treatment. Initially treated with bactrim, pending wound culture report. Wound culture positive for staph hemoliticus, antibiotic changed to cipro 500 mg twice a day x 10 days which she has completed. Weight 251 lbs, bmi 43. Exam: purulent drainage at site of old surgical scar of mid abdomen below umbilicus. Impression/plan: draining abscess of abdomen at site of old surgical scar. Finish antibiotics. Prescribed doxycycline [antibiotic]. Will get surgical consult. (B)(6) 2014: [facility ni]. (B)(6) . Office notes. Ventral hernia. Abdomen abnormal. Large ventral hernia, non-strangulated. Impression/plan: recurrent ventral hernia. Refer to dr. (B)(6) . (B)(6) 2014: (B)(6) . Office notes. Recurrent incisional hernia, slowly increased in size. Morbidly obese, put on almost 70 lbs in 2 ½ years. Weight 330 lbs, up from 261 lbs on (B)(6) 2012. Abdomen well healed long midline scar, mid epigastric region to right of midline is most of bulge. Does feel like this is not just weakness of abdominal wall but a recurrent incisional hernia. Area reduces almost spontaneously. Impression/plan: typically, would get CT scan, however, patient put on so much weight and has had increased risk of recurrence and minimal symptoms, at this point I would recommend holding off on any operative intervention currently. Continue with weight loss attempts, re-evaluate in 6 months. (B)(6) 2015: [facility ni]. (B)(6) . Office notes. Ventral hernia. Exam: abdomen: hernias present, large ventral abdominal. (B)(6) 2017: [facility ni]. (B)(6) . Office notes. Follow up. Exam: abdomen: hernias present. Large ventral abdominal. (B)(6) 2018: [facility ni]. (B)(6) . Office notes. Reports diarrhea irritable bowel syndrome, abdominal pain associated with hernia. Impression/plan: obesity, abdominal hernia. Discussed 2nd opinion regarding care of incisional hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code (1390, 3191: appropriate term/code not available for ¿mesh folded¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span may 28, 2008 through january 16, 2018 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from june 1, 2008 through may 26, 2011 were not provided. Patient information: medical history: ¿ morbid obesity: ¿ (B)(6) 2008: weight 316 lbs bmi 54.2, ¿morbid obesity¿ ¿ (B)(6) 2012: weight: 251 lbs. Bmi 43. ¿ (B)(6) 2012: ¿the patient is still quite morbidly obese. Her abdominal wall is 3-4 inches thick prior to getting to the fascia.¿ ¿ (B)(6) 2014: ¿weight 330 lbs, up from 261 lbs on (B)(6) 2012.¿ bmi 56.6. ¿ asthma. ¿ (B)(6) 2008: incarcerated incisional hernia, macerated umbilicus. ¿ (B)(6) 2011: draining abscess of abdomen. ¿ (B)(6) 2012: nonhealing wound with drainage from umbilical area for 6 months ¿ (B)(6) 2012: ¿infected graft.¿ ¿ (B)(6) 2014: recurrent ventral abdominal hernia. Prior surgical procedures: ¿ unknown date: laparoscopic cholecystectomy with a periumbilical incision ¿ (B)(6) 1993: cesarean section ¿ (B)(6) 2008: mesh repair of incisional hernia with umbilectomy. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2012: laparotomy with excision of infected graft and primary repair of recurrent ventral hernia. Implant preoperative complaints: ¿ (B)(6) 2008: emergency room. ¿abdominal pain x 2 hours, sudden spontaneous onset, sharp, stabbing epigastric pain. Nausea, vomiting, diarrhea. Exam: ill appearing, moderated distress, pallor, membranes dry, bowel sounds decreased, tender epigastric and periumbilical. Review of systems: chills, sweats, loss of appetite. Wbc (white blood cell count) (B)(6). Impression: abdominal pain, incarcerated incisional hernia. Admit." ¿ (B)(6) 2008: indications. ¿37-year-old white female with acute onset of epigastric pain after chasing cats. She has a 1-years (sic) history of a hernia, which has been reducible, at the upper end of her c-section incision, which extends above the midline. She has also had a laparoscopic cholecystectomy with a periumbilical incision. Patient had nausea and vomiting x once. Hernia was not reducible in the emergency room. She had a tender purplish mass with discoloration of the skin at the hernia site. White blood cell count was (B)(6). Obstructive series showed some early obstruction versus ileus.¿ implant procedure: mesh repair of incisional hernia with umbilectomy. [Implant: gore® dualmesh® biomaterial, 1dlmc04/05500807, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2008 [hospitalization dates (B)(6), 2008] ¿ wound classification: not provided ¿ findings: ¿hernia defect was approximately 3 cm across with a 12 cm mass of omentum incarcerated. There was 1 mass of tissue that reduced prior to being able to open the sac. Transverse colon was just below the area of the sac and was of normal appearance. Small bowel was mildly distended. There were adhesions to the undersurface of the previous incision. Umbilical skin was quite macerated and discolored and was excised to try to avoid contamination of the mesh.¿ ¿ description of hernia being treated: ¿the area of the umbilicus was ellipsed sharply and carefully excised. Area of the hernia mass and subcutaneous tissues was dissected free using electrocautery and mayo scissor dissection. The junction with the fascia was carefully cleared with similar dissection. A small amount of reduction of the mass was palpable when this lower dissection was taken care of. The hernia sac was opened and the omentum carefully dissected free from the trabeculated sac. The uppermost portion had clotted veins and did not appear viable and was resected ligating with multiple ties of 0 chromic. The incision was opened approximately 1½ cm in each direction using electrocautery and curved mayo scissors. The omentum was then elevated inspecting the transverse colon and then the small bowel. The omentum was then carefully replaced into the abdomen. The wound was irrigated with normal saline solution and suctioned free with a poule tip. Subcutaneous tracts for sutures to hold the mesh were placed inferiorly, superiorly, and on both lateral sides using curved mayo dissection. Hemostasis was obtained using electrocautery and 0 chromic sides using curved mayo dissection. Hemostasis was obtained using electrocautery and 0 chromic ligatures.¿ ¿ implant size and fixation: ¿the mesh chosen was a 19 x 15 gore-tex dualmesh. This allowed more than 5 cm overlap on each side. The mesh was anchored in its subfascial location with interrupted sutures of 0 vicryl at the 4 cardinal points. In between, the slat tacker was used to place helical titanium tacks at least every cm to prevent any bowel from getting under the edge of the mesh while it was healing. Smooth side was placed toward the peritoneum and then the rough side of the mesh towards the muscle and fascia. The final corner of the mesh attachment was performed with #1 prolene sutures. Wound was irrigated with normal saline solution and the previously opened areas superiorly, inferior of the fascia were re-closed with #1 prolene and subcutaneous drain of jackson-pratt 3/16 inch was passed via separate stab incision where it was anchored with a 3-0 nylon. Running 3-0 vicryl was used to close the subcutaneous space followed by steel surgical staples.¿ ¿ (B)(6) 2008: pathology. ¿specimen: hernia sac and incarcerated omentum.¿ ¿ ¿gross description: the specimen is received in formalin, labeled ¿hernia sac and incarcerated omentum.¿ it consists of two fragments. The first is an elliptical tan wrinkled skin fragment measuring up to 11 x 3 x 7.5 cm in depth. Centrally located on the surface of the skin is a pouch-like wrinkled area measuring up to 3 cm in length and 2 cm in width. Sectioning through this area reveals it to measure up to 5 cm in depth.¿ ¿ ¿final diagnosis: hernia sac and incarcerated omentum: 1) benign skin and abdominal wall, showing fibrosis, chronic inflammation and mesothelial hyperplasia, consistent with incisional hernia sac. 2) benign adipose tissue, consistent with omentum.¿ ¿ (B)(6) 2008: discharge summary: ¿discharged with jackson pratt drain, taught care. Discharge instructions: limited to 15 pounds lifting, no driving, regular diet, cannot shower until day after drain is out.¿ explant preoperative complaints: ¿ (B)(6) 2011: ¿pain in left flank. Impression/plant: pyelonephritis, positive urinalysis, prescribed bactrim [antibiotic].¿ ¿ (B)(6) 2011: office note. ¿draining abscess of abdomen x [sic] weeks. Exam: small draining wound of abdomen with purulent appearing drainage. Plan: wound culture collected. Prescribed bactrim [antibiotic], bactroban [antibiotic] ointment for 10 days. Follow up as needed.¿ ¿ (B)(6) 2011: microbiology: ¿abdomen. Result: light growth staphylococcus haemolyticus.¿ ¿ (B)(6) 2012: ¿draining wound at site of old surgical scar (abdomen) despite recent antibiotic treatment. Initially treated with bactrim, pending wound culture report. Wound culture positive for staph hemoliticus (sic), antibiotic changed to cipro 500 mg twice a day x 10 days which she has completed.¿ ¿exam: purulent drainage at site of old surgical scar of mid abdomen below umbilicus. Impression/plan: draining abscess of abdomen at site of old surgical scar. Finish antibiotics. Prescribed doxycycline [antibiotic]. Will get surgical consult.¿ ¿ (B)(6) 2012: surgery consult. ¿nonhealing wound with drainage from umbilical area for last 6 months duration. Of significance is that patient underwent an incarcerated incisional hernia back on (B)(6) 2008 by dr. (B)(6). At that time, she had a macerated umbilicus. She still is morbidly obese and she had incarcerated omentum. A patch graft was placed which was 19 x 15 cm gore-tex dual mesh was used. She did have a course of bactrim ds and then a course of cipro for 10 days, which has since been completed.¿ ¿exam: abdomen is extremely morbidly obese. There is a well-healed low midline scar which extends through the area of the umbilicus. In the middle where her umbilicus would be there is a draining abscess with purulent discharge, no significant cellulitis around it. Some of this fluid was sent for culture and sensitivity. The abscess seems to be more within the deeper subcutaneous tissue tracking towards the outside. There does not appear to be a lot of tenderness. Impression: my suspicion is probably more of a stitch abscess rather than an infection that is related to the patch itself, although certainly a patch abscess with a draining sinus to the skin cannot be rule out at this time. I am also concerned that the patient has waited six months before having this evaluated since even a stitch abscess could also make its way down to the patch and secondarily infect the patch which would be quite a severe problem. Plan: at this point I would recommend exploring this area to hopefully find a stitch that could be removed and leaving this wound open. If it seems like the patch is involved, perhaps the patch can be either debrided or drained and treated with longer term antibiotics prior to having to actually remove the patch which would be a quite extensive surgery.¿ ¿the patient is still quite morbidly obese. Her abdominal wall is 3-4 inches thick prior to getting to the fascia.¿ ¿ (B)(6) 2012: a culture report detailing analysis of the specimen collected during the (B)(6) 2012 procedure was not provided. ¿ (B)(6) 2012: indications. ¿this patient is a 41-year-old white female who had undergone repair of an incarcerated ventral hernia with patch graft by dr. (B)(6) and had developed a draining sinus of her abdominal wall for the past six months with seropurulent drainage. Patient has remained extremely morbidly obese. Patient now here for evaluation. It was expected that the patient at least had a stitch abscess but it could not be predetermined whether there was any infection involving the patch graft.¿ explant procedure: laparotomy with excision of infected graft and primary repair of recurrent ventral hernia. Explant date: (B)(6) 2012 [hospitalization (B)(6) 2012] ¿ wound classification: not provided ¿ findings: infected patch deep to the fascia. ¿ description of procedure: ¿an elliptical incision was marked out around this draining fistula in the mid abdomen. Her umbilicus had been removed and the skin and subcutaneous tissue around this area was infiltrated with 1% xylocaine solution. There was some seropurulent drainage from this fistula opening and this was sent for culture and sensitivity. Initial attempts with just placing a hemostat down this fistulous tract it was quite deep. It was noted that it was probably at the level of the fascial which is approximately 5-6 cm deep. I could not just easily feel a stitch to be removed. There was some hypertrophic granulation tissue. This fistulous tract was therefore injected with a half solution of methylene blue and normal saline solution. The area around it had already been anesthetized with local anesthetic and an elliptical incision was made to remove the fistulous tract through skin and subcutaneous tissue using a 15-blade scalpel. Hemostasis was obtained using bovie. Incision was carried down along this fistulous tract and after it was about 3-4 cm deep fistulous tract was resected. Upon probing this area it was realized that there was an opening in the fascia which was approximately 1-1.5 cm across and this fistulous tract extended right onto the previous gore-tex patch graft. The patient previous (sic) had a 19 x 14 gore-tex dual mesh placed. With the recognition that this was involving the entire central portion of the patch graft the patient was placed under general anesthesia with endotracheal intubation . The skin and subcutaneous tissue bilateral to the already existing incision was injected with 1% xylocaine solution and the incision was extended bilaterally using a 10-blade scalpel. Hemostasis was obtained using bovie. The incision was carried down through again a large amount of subcutaneous tissue on either side and the fascia was incised bilaterally in order to gain access to the underlying patch which now could be visualized and grasped with a kelly clamp. There was a lot of hypertrophic granulation tissue and infected peritoneal type encasement of this patch. A lot of this was removed with a kelly clamp and later with some curettes. The gore-tex patch graft was grasped and carefully dissected free from the surrounding structures. Some of it lifted right off because there was obvious infection that was involving the patch. There were multiple pro tacks which are the coiled metal tacks. At least 10 of these were actually removed as the patch was removed with multiple other ones that came out with the patch. It was noted that the patch had been folded up on itself in many areas. Careful dissection was used in order to make sure that bowel was not entered. There appeared to be this granulation tissue and scar tissue on the peritoneal cavity side of the patch again carefully dissected off and this was then also removed off the fascia. The entire patch was removed. At no point was bowel entered. T here was some small bowel noted in the more upper abdomen. There was some opening into the peritoneal cavity in the entire upper area. The lower area still had a lot of scar tissue. This was copiously irrigated and suctioned dry. Some obviously infected fascia was excised using a mayo scissors and bovie. Along the way there were multiple prolene sutures that were also removed. He (sic) wound was copiously irrigated and suctioned dry. The infection appeared to have been involving the area from this posterior granulation tissue anterior to patch graft and it was not intra-abdominally. The fascia could be primarily closed without too much undo tension. A blake drain was cut to size and placed subfascially and brought out through a right lateral separate stab wound incision and sutured to the skin using a 2-0 nylon suture. Meticulous hemostasis was obtained using bovie and the wound copiously irrigated and suctioned dry. Gloves were changed prior to closure. The fascia was then reapproximated anterior to the blake drain using interrupted figure-of-8 sutures of #1 pds. The wound was copiously irrigated between layer of closure. Subcutaneous tissue was closed using interrupted sutures of 3-0 vicryl and the skin was closed loosely using skin staples and the subcutaneous tissue was packed open between the staples using 1-inch plain nu gauze. The drain was placed to self-bulb suction and a sterile fluff compressive dressing was applied to the wound.¿ ¿ culture: ¿result: anaerobic gram-positive rod ¿ slow growing, insufficient growth for identification, no further workup needed.¿ ¿ pathology: ¿final diagnosis: ¿ a) soft tissue, abdominal, wall fistula tract, excision: fistula tract with granulation tissue and inflammation. Foreign body reaction. Negative for malignancy. ¿ b) soft tissue, granulation tissue deep to graft, excision: granulation tissue. Negative for malignancy. ¿ c) soft tissue, abdominal wall, removal of mesh: mesh (medical-surgical hardware).¿ ¿ ¿gross description: ¿ a) the specimen is labeled abdominal wall fistula tract. Received in formalin is a 3 x 2 x 1 cm portion of fatty tan tissue with a [illegible] 1 cm portion of tan firm tissue attached. The subcutaneous tissue has a firm fibrotic appearance. Cross section tissue reveals a fistula [illegible rest of sentence due to poor copy quality] ¿ b) the specimen is labeled granulation tissue, deep to graft. Received in formalin are multiple fragments of brown to yellow soft tissue measuring 2 x 1.5 cm in aggregate.¿ ¿ c) the specimen is labeled abdominal wall mesh. Received in formalin is an irregular 14 x 9 cm portion of surgical mesh with multiple rivets in place.¿ ¿ (B)(6) 2012: discharge: ¿activity; no heavy lifting.¿ relevant medical information: ¿ (B)(6) 2014: ¿recurrent incisional hernia, slowly increased in size. Morbidly obese, put on almost 70 lbs in 2 ½ years. Weight 330 lbs, up from 261 lbs on (B)(6) 2012.¿ ¿impression/plan: typically, would get CT scan, however, patient put on so much weight and has had increased risk of recurrence and minimal symptoms, at this point I would recommend holding off on any operative intervention currently. Continue with weight loss attempts, re-evaluate in 6 months.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6) hospital: [provider, ni]. Pre-anesthesia evaluation. Asa 2. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.